Manufacturer narrative:
The insulin pump was received with a blank display due to the battery tube connector not plugged in properly. Analysis was unable to perform the functional testing including the displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and excessive no delivery test due to a blank display. Analysis reconnected the battery tube back into the b1/ib and monitored it for four days and no unexpected blank display or watchdog timeout alarms were found. The unit was received with all currents within specifications. The unit passed the self-test, unexpected restart error test, and the displacement test. No external ram crc error or unexpected restart alarms were noted during testing. The unit had a cracked reservoir tube lip, a minor scratched lcd window, and a scratched reservoir tube window.

Event description:
The customer called to report that after receiving a replacement battery cap the device alarmed watchdog timeout and kept beeping. The customer's blood glucose level was 287 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and to return their device back for analysis.